Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump may have alarmed button error. The customer originally reported issues with charging his transmitter. He could not confirm whether the button error alarm had occurred for sure, and he was unable to confirm it in the alarm history. The blood glucose reading was unavailable. Advised the customer to monitor the issue and to call back if the issue persisted. Nothing further reported.